Event description:
There were some incidents last night as well with the 3cc sol m syringes, the meds sent up from pharmacy in 3cc sol m syringes for a new admission and again the pump kept alarming occlusion throughout it. The charge rn from the night shift also drew up a flush to co infuse with another IV after a med was given and the pump was alarming "occlusion" again. This was a sterile normal saline and the other medications were gentamicin and ampicillin. The pumps are programmed with the bd syringe as a choice. Each time the issue occurred it was as a co infusion via a central line. The nurses trouble shoot every time it happens but the alarm keeps going off.